Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
Customer reported via phone call that the insulin pump screen was crack. Customer's blood glucose level was 189 mg/dl. Customer also stated that there was no damaged to the reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.